Manufacturer narrative:
H6: investigation summary no photo or sample was received for the customer's complaint of separation. Without further information like a physical sample for investigation, the complaint cannot be verified and root cause of this failure remains unknown. A device history record review for model 2426-0007 lot number 22109096 was performed. There were no quality notifications issued for the failure mode reported by the customer during the build of this set.

Event description:
It was reported that the bd alaris pump module smartsite infusion set experienced tubing separated from connector and leaked. The following information was provided by the initial reporter: describe the event or problem: liter of fluids was spiked. Writer hung the fluids and threaded the infusion set through the pump. Tubing then fell out of where the clear tubing meets the blue connector piece prior to being threaded through the pump on the infusion set.

Manufacturer narrative:
Date of birth: patient¿s birthday was not provided, 01-jan-1956 was used based on age of patient. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd alaris pump module smartsite infusion set experienced tubing separated from connector and leaked. The following information was provided by the initial reporter: describe the event or problem: liter of fluids was spiked. Writer hung the fluids and threaded the infusion set through the pump. Tubing then fell out of where the clear tubing meets the blue connector piece prior to being threaded through the pump on the infusion set.